Event description:
Reportedly, when the device defibrillator delivered energy to the pt in the synchronized mode of operation, the pt converted to ventricular fibrillation. This alleged to occur because the defibrillator discharged on the wrong portion of the pt ECG.